Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot. The reported condition was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked; further described as "when the clamp is closed, the fluid continues coming out." This occurred during use of peritoneal dialysis therapy at patient home. There was no patient injury or medical intervention associated with this event. No additional information is available.